Manufacturer narrative:
Based upon the clinical assessment, the reported aortic dissection superior to the main body was confirmed. Although the clinical review also identified a type ib endoleak and type I endoleaks, the endoleaks do not appear to be related to the reported dissection. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause of the dissection was not definitely identified as reported for the event, the non-endologix 0.035" guide wire was the likely cause of the perforation and no design or manufacturing issue was able to be identified. Vessel access has the potential to be a contributing factor. It is considered misuse of the delivery system if the iliac angulation exceeds 90 degrees. In this case, the angulation of the left common iliac artery was 120 degrees (and tortuous) which presents a strong potential to make delivery of the device difficult, although it could not be confirmed if the vessel anatomy was a factor in this event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated and two limb extensions. Reportedly, the patient developed an aortic dissection superior to the main body, possibly caused by guide wire during index procedure. The physician elected to implant a suprarenal aortic extension. No patient injury was reported.